Manufacturer narrative:
We have received the complaint device for evaluation. However, we unable to confirm the reported incident. When we attempted to inflate the balloon with saline, we were unable to inflate the balloon. We experienced extreme resistance when pushing the plunger of the syringe with an attempt to inflate the balloon. We were also unable to flush the irrigation lumen. We found coagulated blood inside the irrigation lumen that prevented water from exiting from the other side of the catheter. We also observed a kink at the y-connector junction. However, when we cut the catheter just above the kink, water exited properly from the irrigation lumen. Hence, we do not consider the kink to be the issue of this malfunction. We then cut the catheter sheath at multiple locations and checked for any obstruction in the inflation lumen. However, we did not observe any particles in the lumen. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient as the result of this incident. The remaining procedure was completed successfully by using a new embolectomy catheter.

Event description:
After surgeon confirmed the balloon of the lemaitre over-the-wire embolectomy catheter to be operational, he inserted the catheter inside the patient's vessel for an embolectomy procedure. During the first pass, surgeon removed the thrombus together with the balloon without deflating it. Before the second pass, when surgeon attempted to deflate the balloon while the device was outside the patient's vessel, he was unable to deflate the balloon. He was able to deflate it by pressing the balloon with his fingers. So, he decided not to use the catheter. The remaining procedure was completed using a new embolectomy catheter. There was no harm to the patient as the result of this malfunction.